Manufacturer narrative:
The reports are being submitted as a part of a retrospective review, after acquisition of amt by medtronic. (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that, "[doctor} had executed a interbody device last week and could not set them with the size 11 measured by the distractor. He could not partially implement the cage once, though the 12mm distractor had been customized. The size 10 could be set only indisproportional strain.